Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Interrogation of the device revealed an increased threshold and decreased sensing. The patient received inappropriate therapy. The rv lead was explanted and replaced. The patient was in good condition pre- and post-intervention.